Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (wire from tactile box is detached) has been confirmed. As received, the cable running from the distribution node (dn) to the rear therapy electrodes was ripped from the dn, exposing wires. The cause for damaged cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of the wires from the tactile box was completely detached. The pt was provided with a replacement electrode belt.